Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. The displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to button/keypad anomaly. The insulin pump had moisture damage on the electronics assembly, moisture damage on the motor and cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call moisture damage, button error alarm and high blood glucose. Customer's blood glucose level was 400 mg/dl. Troubleshooting for button error was performed. Customer advised the button error alarm did not occur right after the device was exposed to moisture. Customer advised a button was not pressed for 3 minutes or longer. Troubleshooting for moisture damage was performed. Customer advised they felt sick as a result of high blood glucose and decided to take a shower. Customer advised they did not know the insulin pump was not waterproof and they were wearing the device when they showered. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.